Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position via right transfemoral approach, the commander delivery system balloon ruptured during the final moments of deployment. The valve was successfully deployed. The system was removed from the esheath+ without issues. There were no patient injuries. No additional actions were taken for the event, and no instruments were used to remove the balloon cover.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the engineering investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: inflation balloon burst longitudinally and radially, with no missing balloon pieces. No other abnormalities observed. Dimensional testing was completed and all measurements met specifications. Due to the nature of the complaint event, no functional testing was able to be performed. The provided 3mensio imagery was reviewed, and the following was observed: calcification in the stj and landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint for balloon burst' was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as review of the provided 3mensio showed presence of calcification within the stj and landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.